Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day for the event. The cause of peritonitis was unknown. The pt was treated with aztreonam (ip-intraperitoneally, daily, dose unknown) and gentamicin (ip, daily, dose unknown). Five days after being admitted, the patient was discharged from the hospital. Two days later, the patient?s pd catheter was removed and pd therapy was discontinued. At the time of this report, the pt was not recovered from the event, further described as ongoing and unchanged. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.